Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that 6 months post implant, high impedance was observed. Patient will be monitored.